Event description:
It was reported that the patient complains of swelling and pain in the hip area since last summer. The swelling and pain disappeared then but it occasionally returns. He visited his surgeon and tests were done. The swelling and pain returns from time to time.

Manufacturer narrative:
The patient is (B)(6). Additional information has been requested and if received, will be provided in a supplemental report.